Manufacturer narrative:
The icy catheter in the complaint will not be returned for investigation. A supplemental report will be filed if the product is returned and investigation is completed.

Event description:
The icy catheter (lot unknown) was smoothly placed on the first attempt into the right femoral vein. Blood immediately flowed out of the out lumen. The catheter was removed and a new one was inserted. No impact or consequence to the patient.